Event description:
The manufacturer received information alleging a ventilator was alarming and failed to charge its internal battery. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's power management board was replaced to address the issues.